Event description:
The surgeon inserted an aa4203tl silicone plate toric lens and the haptic tore during insertion. The lens was removed without enlarging the incision and no sutures were required. There was no pt injury.